Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It was reported that the insulin pump alarmed no delivery during the priming procedure, and an occlusion. The blood glucose reading was 117 mg/dl. The customer states that the issue has occurred before. The issue was resolved by a complete set change. The customer was unable to troubleshoot. The customer would like to return the set and reservoir for analysis. Advised the customer to call back is the issue persists to troubleshoot. Nothing further reported.

Manufacturer narrative:
Please reference medwatch 2032227-2014-53610. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.